Event description:
A report was received that patient had discomfort at ipg site. The patient underwent an explant procedure. No device malfunction suspected.

Event description:
A report was received that patient had discomfort at ipg site. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The root cause of the complaint could not be determined. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.